Event description:
It was reported during follow up that the patient underwent surgical intervention on (B)(6) 2019, during which the physician attempted to explant and replace the lead. The lead could not be removed and remains implanted: not connected to the ipg. Additional surgical intervention may be planned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient underwent surgical intervention on 24 october 2019 to address the issue. During the procedure the existing lead was unplugged from the ipg and left implanted in the patient and a new lead was implanted. Surgical intervention addressed the issue.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances and x-rays indicated the lead was fractured. Surgical intervention may be pending to address the issue.